Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve model # dla23, s/n # (B)(4), as they relate to the event were pulled and reviewed by quality engineering at livanova canada corp. This included a review of the function test performed prior to release. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Device available but not yet received.

Manufacturer narrative:
It was confirmed that the echo images pertaining to this event are not available for review. Based on the investigations performed, no device failure was detected and the event cannot be explained by any factor intrinsic to the involved device. The root cause of the event remains unknown.

Manufacturer narrative:
Device not yet received.

Event description:
A (B)(6) male patient was operated on for severe stenosis of a bicuspid aortic valve and dilated ascending aorta. He had an avr and replacement of the aorta by interposition tube graft. The annulus measured 23 mm and a bioprosthetic valve, mitroflow size 23 mm, was used to replace the aortic valve. After implanting the valve, it was noticed that one of the leaflets was stretched. The leaflet looked shorter than the rest and was not coapting well. A decision was made to evaluate the valve by transesophageal echo (tee) after weaning from the cardiopulmonary bypass (cpb). Tee after weaning from cpb showed moderate aortic regurgitation and significant gradient across the valve caused by restricted motion of one of the leaflets. The patient was restarted on cpb and the valve was replaced by a mechanical valve (bicarbon mechanical valve aortic slimline size 23 mm, sorin corp.). The 64 minutes of cross-clamp time were added as a result of the event. The patient had multiple blood and blood product transfusions per-operatively because of the prolonged pump and x-clamp time. However, the hospital course was subsequently uneventful and the patient was discharged home.

Manufacturer narrative:
Additional information: on 11 january 2018, the returned device was visually inspected and the visual inspections performed on the returned prosthesis, confirmed the absence of manufacturing defect. On (B)(6) 2018, hydrodynamic testing was performed and the hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showing a normal leaflet kinematics and it did not reveal any anomaly during the open/close phases nor coaptation issue.

Manufacturer narrative:
The device was received for evaluation on dec 12, 2017. On (B)(6) 2017, gross examination revealed that the returned prosthesis was received in general good conditions, with traces of blood. Two threads were present on the sewing cuff.